Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - lucea 50/100. Based on photographic evidence the headlight covers were damaged with missing particles and taped. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 50/100. Based on photographic evidence the headlight covers were damaged with missing particles and repaired with tape. We decided to report the issue in abundance of caution as any particles or parts falling off into the sterile field or during procedure may cause contamination or serious injury. Based on an information provided by the getinge technician who visited the site, the defect occurred due to incorrect handling of the equipment. It was established that when the event occurred, the surgical light did not meet its specification due to damage cover with missing particles, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. During the investigation, it was found that in the past the reported scenario has never led to serious injury nor death. Comparing the number of involved devices to the install base, we conclude that the failure ratio for the investigated issue is moderate. As stated by the subject matter expert at the manufacturer¿s site, cracks located on the light head lower covers, at the edge of the on/off button, can be detected during daily visual inspection, as recommended by the user manual (01741 rev. 11, pages 27-28). If the described failure occurs, the user can visually detect it during the daily checks to be performed prior to each use, or during preventive maintenance. In this case, the user would contact a getinge representative to replace the defective covers of the affected device. For cleaning, the IFU (01741 rev. 11, pages 46-49) informs the user to not use aggressive and abrasive products. During disinfection, it is prohibited to spray the disinfectant solution directly on the device and to use inappropriate disinfectants. To prevent any incident the lucea50-100 user manual (01741 rev. 11, pages 27-28). Mentions: ¿check the light heads for chipped paint, impact marks and any other damages¿ during the daily inspections. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.